Event description:
It was reported to boston scientific corporation that a truetome 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary stones performed on (B)(6) 2025. During the procedure, when bowing the tome the cutting wire snapped. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event, the patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: it was reported that the device was energized when not in contact with tissue; however, per the instructions for use (IFU), precaution: it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Failure to do so may result in broken cut wire, damage to the endoscope and/or patient injury. Additionally, it was also indicated that the device was energized prior to bowing; however, according to the IFU, the device does not need to be energized prior to performing sphincterotomy as energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity.

Manufacturer narrative:
Block e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Phone number: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.